Event description:
Feeding tube insertion attempted by physician and nurses. X-ray taken and showed left pneumothorax. The feeding tube was removed and a chest tube placed. The same afternoon a second attempt was made and x-ray taken. The x-ray showed a right pneumothorax. The tube was removed and a chest tube was placed.